Event description:
A baxter field service technician serviced a colleague device for a damaged battery alarm. It is unknown when this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump colleague p1.5, 6.63.92.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and reproduced. The assignable cause was determined to be depleted main batteries. The main batteries and harness were replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if any additional information become available.

Manufacturer narrative:
(B)(4). After further investigation by quality engineering, the assignable cause for this condition was assigned to use/user error.